Manufacturer narrative:
Additional devices are available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after the 8f cordis short sheath was successfully connected with the 7f exoseal vascular closure device (vcd), no femoral blood flow was seen. The exoseal was rotated left and right and slowly withdrawn at a 50-degree angle, but no blood flow was seen. It was then withdrawn and changed to manual compression. There were no reports of patient injury. The 7f exoseal was used to stop the bleeding after a radiofrequency ablation surgery. The right femoral artery was punctured. The procedure used a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button was not depressed, and the plug was present on the delivery shaft, which was found with several dry blood residues, with the indicator wire deployed and bleed back port is at the undeployed position. The indicator window was received on white/black position and the cowling guard was found locked; the device is blood saturated. Furthermore, a cordis procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were noted on it. No other anomalies were observed during the visual analysis. The functional analysis was conducted. Since the device was saturated with blood, it was cleaned by being immersed in an ultrasonic bath for 15 minutes. The bleed-back signal was then determined using the simulated bench-top test model. During this process, water was not expelled through the back bleed port, which suggests that the port did not function as expected. However, this issue could be due to the blood saturation present in the device. Therefore, a microscopic analysis was conducted. It was detected that the device was saturated with blood. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. Additionally, the internal mechanism was reviewed, in the area of the back bleed port to the pi collar, and it was found to be saturated with blood. There were no foreign particles noted, other than the expected blood saturation. Additionally, hydrogen peroxide was applied to the 'bleed back port' area to observe if any reaction occurred. Upon application, an immediate interaction with the blood present in that area was observed, producing visible effervescence due to the decomposition of hydrogen peroxide into oxygen and water. This reaction indicated the release of oxygen, suggesting a possible breakdown of blood components in that area. No other anomalies were observed during the microscopic examination. If the sheath was returned with the device, it should be determined whether it is listed in the instructions for use and is compatible with the exoseal involved. In this case, the cordis sheath received was 8f, while the device is 7f. However, based on the information provided, it is not possible to determine which cordis sheath was used. The reported event of ¿leed-back indicator bleed back issue absent¿ was observed when the device was tested on the bench top model. However, upon magnification of the bleed back port, it was noted that there was dried blood residue in the port. The blood in the port suggests that there was no obstruction of that component. There were no other foreign particles noted. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. It is possible that the incompatible csi caused issues with the bleed back port, as the port needs to extend past the distal tip of the sheath. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, after the 8f cordis short sheath was successfully connected with the 7f exoseal vascular closure device (vcd), no femoral blood flow was seen. The exoseal was rotated left and right and slowly withdrawn at a 50-degree angle, but no blood flow was seen. It was then withdrawn and changed to manual compression. There were no reports of patient injury. The 7f exoseal was used to stop the bleeding after a radiofrequency ablation surgery. The right femoral artery was punctured. The procedure used a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. One non-sterile 7f vascular closure device was received for evaluation, along with 21 sterile 7f exoseal vascular closure devices associated with the reported complaint, which were returned for investigation in their original sealed pouch. Sampling of the sterile units is required per procedure, and the resulting sample size was three units. Visual inspection of the three sterile units showed that the deployment levers were not depressed, the guards were not locked, the plugs were in their manufactured positions, the indicator wires were not deployed, and the indicator windows were in the black/white position. The non-sterile device, upon unpacking, showed that the deployment button was not depressed, the plug was present in the delivery shaft, the shaft contained dried blood residues, the indicator wire was deployed, the bleed-back port was in the undeployed position, the indicator window was in the black/white position, and the cowling guard was locked. The device was saturated with blood. A cordis avanti procedural sheath (csi) was locked onto the unit, with blood noted inside the sheath, although no damage was observed. No further anomalies were observed during visual analysis. Functional testing was conducted with the received device. The non-sterile device, saturated with blood, was cleaned in an ultrasonic bath for 15 minutes. A bleed-back signal simulation was performed using the bench-top test model. Water was not expelled through the bleed back port, indicating the port did not function as expected, which was likely due to blood saturation. For the three sterile units, bleed-back simulations were performed, and no issues were observed, with all three showing proper bleed-back function. Microscopic analysis of the non-sterile unit confirmed blood saturation throughout the device. The case was opened, and the internal mechanism was inspected under magnification, which confirmed correct assembly and no additional anomalies. The bleed-back port and pi collar were reviewed and found to be saturated with blood. Hydrogen peroxide was applied, resulting in effervescence consistent with the breakdown of blood components. No foreign particles were observed. A high-magnification inspection of the sterile units confirmed no abnormalities, and the bleed-back ports were unobstructed and functioning properly. An additional analysis confirmed that the returned csi was 8f, while the device is 7f. The reported event of ¿bleed-back indicator-bleed back issue-absent¿ was not observed through analysis of the returned device since there were signs of blood in the bleed-back indicator. Also, it was not observed through analysis of the sterile units as they passed functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the reported bleed-back issue. Microscopic analysis confirmed the presence of blood within the bleed-back indicator, and functional analysis of the component could not be completed due to dried blood obstructing the lumen despite multiple attempts to clean the device. Since the issue with the dried blood would not have been experienced by the user during patient use, and there were no other anomalies noted to the device, the cause of the issue experienced could not be determined. Additionally, there were no issues noted with the sterile units. Therefore, procedural/handling factors are possible. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ it also cautions, ¿if pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure. Pulsatile flow is necessary for proper positioning.¿ additionally, the IFU instructs, ¿observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. Caution: pulsatile flow is necessary for proper exoseal vcd positioning. If pulsatile flow is not observed from the bleed-back indicator, discontinue the procedure.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis of the complaint device, product analysis of the sterile devices, nor the information available for review suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 8f cordis short sheath was successfully connected with the 7f exoseal vascular closure device (vcd), no femoral blood flow was seen. The exoseal was rotated left and right and slowly withdrawn at a 50-degree angle, but no blood flow was seen. It was then withdrawn and changed to manual compression. There were no reports of patient injury. The 7f exoseal was used to stop the bleeding after a radiofrequency ablation surgery. The right femoral artery was punctured. The procedure used a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no pulsatile flow observed from the bleed-back indicator. The bleed-back indicator was not visibly damaged. The blood flow did not stop and then start again. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional devices were received for evaluation. This device is available for analysis, but the engineering report is not yet available. Additional information is pending. However, it will be submitted within 30 days upon receipt.